Event description:
A customer contacted beckman coulter inc., (bci) regarding false high sodium and chloride (cl) results generated by the synchron cx9 alx analyzer for three patients. The original specimens were re-tested. The repeated results were lower and were reported out of the lab. There was no affect to patient treatment.

Manufacturer narrative:
Prior to the event, the ise system was calibrated and all qc results before and after the event were within the lab's established range. The customer was instructed by hotline to adjust the e-cam tubing and bleach the flow cell. These measures resolved the problem. No root cause was identified for this event.